Event description:
It was reported that an unspecified amount of blood leaked from the injection site of an access set when a cannula was inserted. No patient injury or medical intervention was reported. The septum was reported to be inverted. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number sr11g02040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation without its pouch. Visual examination of the sample revealed the reported leak was due to an inverted septum. The inverted septum was determined to be caused by the user¿s technique. Should additional relevant information become available, a follow-up will be submitted.